Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter identified a leak through coring, tears, and cuts in the seal. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In house finding for the catheter discovered through analysis, completed 2016-dec-13. The device was returned in error, as the hospital switched the pumps and returned the wrong pump to the manufacturer. The pump was removed for normal battery depletion. No complaints were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.